Event description:
Reporter stated that on two separate occasions a pt has returned to the reporter's office with his/her vns programmed off. The cause of how the vns came to be programmed off is not known. Attempts for additional info and programming history are in progress.